Manufacturer narrative:
The device was received for evaluation. During functional testing, "2nd blue button, setup, 1, 4 and 7 keys didn't work" was able to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty keys. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had non-functional 2nd blue button, setup, 1, 4 and 7 keys in the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.